Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure, performed on (B)(6) 2022. During preparation, when they unpacked the device, it was found that the outer skin of device was damaged. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.